Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the probe was broken off. The broken tip was retrieved from the patient. Although there was patient involvement, there was no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection : received a 2.5mm microclaw serfas probe the unit was visually inspected under the microscope. The ceramic part was detached (broke) from the tip. Also observed were heavy wear marks on lumen and the insulation (heat shrink). The broken piece was retrieved from the patient. Functional inspection: no functionality test was performed due to the probe tip condition. As part of the probe investigation the device was connected to the serfas energy programmer box to read the activation history. The probable root cause/s could be excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub.

Event description:
It was reported that the tip of the probe was broken off. The broken tip was retrieved from the patient. Although there was patient involvement, there was no adverse consequencefs and the procedure was completed successfully.